Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right cavernous sinus with a max diameter of 21.58 mm and a 8.28 mm neck diameter. Landing zone: distal: 3.58 mm and proximal: 5.12 mm. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered. The pru level was normal. The angiographic result post procedure showed blood flow slowed. It was reported that the surgeon used a pipeline flex to perform blood flow-guided dense mesh stent implantation to treat cavernous sinus aneurysm. The micro-guidewire <(>&<)> micro-catheter system were guided to the terminal end of the internal carotid artery. The guidewire was then withdrawn, the stent was delivered and released in situ; the microcatheter was withdrawn, and when the stent was released 10-15mm, it was found that the stent tip was still not opened. When the stent was released to nearly 20mm, it still could not be opened; the stent was retrieved, and the system was raised to the m1 straight segment, and the stent was released again to more than 15mm, but the stent tip still could not be opened; the system was pulled back to the terminal end of the internal carotid artery and swung, but the stent tip still could not be opened. It was observed that the stent tip was suspected damage. Then removed the system and replaced it with another ped-500-35; the surgery was completed successfully. It was reported the pipeline failed to open in the distal section. The pipeline was positioned in a middle bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227259326); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the failure to open was not determined.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex was returned with the inner pouch, a biohazard bag, and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal and proximal ends were found open and frayed. No bend was found on the pusher. No damages were found with the tip coil, distal marker, resheathing pad, or proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer report of failure to open at the distal end was not confirmed, as the distal and proximal ends were found open and frayed. The cause could not be determined. Possible causes of failure to open include severe vessel tortuosity and damaged braid. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.